Event description:
A malfunction was reported on the customer's pump, identified with a non-resettable malfunction code. There was no adverse impact on the customer's blood glucose level. To address the issue, technical support arranged for a replacement pump to be sent and instructed the customer on steps to prepare and return the faulty pump. The customer will use multiple daily injections (mdi) as a backup.